Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive. Date of issue is an approximation. The patient developed itchiness immediately after inserting the sensor and increases each day of use. The patient developed redness and small blisters under the sensor patch. The patient was in contact with the clinic who recommended cortisone ointment and barrier products which have not helped. The patient reported the previous reactions/rashes have taken a couple of months to heal and left scarings when healed. The number of scarring from previous reactions/rashes and the sensor insertion sites were not provided. No additional patient or event information is available.